Manufacturer narrative:
Other relevant devices are: etlw1616c124ee, s/n: unknown, use by date: unknown upn # unknown etlw1616c124ee, s/n: unknown, use by date: unknown upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system and heli-fx endoanchors were implanted during chevar of an abdominal aortic aneurysm. It was reported during the index procedure the patient suffered from an external/internal hematoma (intra- or post-surgical hematoma) rupture with emergency intervention and post-operative death. The events and death have been assessed by the investigator and sponsor as not related to the device or the procedure but unknown if related to chevar or the endoanchors. No cause was reported. No additional clinical sequalae were reported and the patient is expired.